Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt fell at home. The pt's son found the pt on the bathroom floor without the driveline dressing on, and there was bloody stool on the floor around the pt. The pt was admitted into an outside hospital and received 4 units of packed red blood cells. The pt was transferred to the implant center the following day. The pt's hemoglobin was 7.3 and inr 2.2. An egd was performed twice and the hospital found 3 cratered esophageal ulcers with no bleeding noted at the time of the egd. Two weeks later, the driveline was noted with pus and a scab. It was tested as being e. Coli. The pt was diagnosed with a driveline infection. The vad coordinator stated that the center and doctors felt the driveline infection was caused from the fall the pt experienced at home. The pt was discharged to home a few days later and completed the IV antibiotics for the driveline infection a few weeks later. The pt remains ongoing.